Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the pump shutting down without alarming. This was due to a problem with the fuse. The pump was repaired and returned.

Event description:
The initial reporter stated that the pump was turned off by itself. The initial reporter also stated that the issue occurred during testing, and no patient was involved. (B)(4).